Event description:
It was reported that the radiofrequency programmer head had difficulty interrogating implantable heart devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of difficulty with interrogation, and noted that moving the cable influenced telemetry. The cable was replaced to resolve. (B)(4).